Event description:
It was reported that there was a non-union of the tibia, possibly infected, along with pain, irritation, and discomfort. The date of original implant was (B)(6) 2014. On (B)(6) 2014, the ex-tibia nail was removed and antibiotic bone cement beads were implanted. The procedure was successfully completed. Patient outcome was good. A culture was to be tested for infection. The event was reported as not related to the tibia nail. There was no report of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Original implant date reported as unknown date in may 2014. 510k information requested by not received to date. The investigation could not be completed; no conclusion could be drawn, as no product was received. The lot number provided could not be verified; therefore, further investigation cannot be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 510(k) number is not applicable, as the part is not released for sale in the us.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.